Event description:
The customer reported the system displayed a file corruption error code. This error code will result in a system lockup and in a no boot thereafter. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reloaded software. The system operates as intended.